Event description:
It was reported this a mitraclip procedure was performed to mixed mitral regurgitation (mr) with a grade of 4. Once advanced into the anatomy it was noticed that the device had expired about one week prior. The physician decided to proceed and implant the clip. Two clips were implanted, reducing mr to grade 1.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported improper or incorrect procedure or method (use after expiration) was due to the user error of using the device after the expiration date and a potential quality issue. The issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices.